Event description:
During follow-up, the device longevity was calculated and premature battery depletion was suspected. The device was explanted and replaced with no adverse consequences to the patient.